Event description:
A one touch surestep meter from a hospital was reported as not powering on. Neither the healthcare professional alleged harm, nor had any pt experienced injury. The sales representative walked healtcare professional through replacing the battery and the meter would not power on. Based on the info supplied by the hospital, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.